Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a bent cannula and also mentioned that they have experienced high blood glucose of 267 mg/dl, 527 mg/dl and over 600 mg/dl. The customer treated with the insulin pump and manual injection. The customer also mentioned having a blank display for a moment and damage on the insulin pump. Troubleshooting for damage was performed. The customer stated crack on the back of the battery compartment. The customer was advised that the insulin pump needed to be replaced and to revert to back up plan. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, serial number label missing, missing display window cover, cracked retainer and minor scratched lcd window.